Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, the complaint will be re-opened and re-evaluated accordingly.

Manufacturer narrative:
The respiratory therapist (rt) confirmed the unit had occluded while on high flow therapy (hft) on a patient. The customer stated after reviewing the event logs, the message "hft patient circuit occluded" from (B)(6) 2021, 2:40pm - 2:41pm. The patient circuit was not obtainable due to infection control. The device was placed to run overnight in hft mode, and no issues were duplicated in our shop. They haven¿t returned the unit back to service.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the unit is giving an alarm error on high flow therapy while on a patient. The customer requested tech support. The device was in use. The unit was swapped out, there was no patient or user harm. The customer confirmed the reported issue. The remote service engineer (rse) stated the unit was not available to troubleshoot, and the customer requested onsite service. Further information is pending.